Event description:
On 6/30/1998 following a catheterization procedure, an angio-seal device was placed in a pt's right groin. On 8/6/1998 the pt was taken to surgery where a near total occlusion of the right femoral artery was identified. The surgeon noted that device collagen was found to have been deployed within the artery. The artery was cleared of all foreign debris, and the artery was repaired with flow restored. As of 9/4/1998 there has been no further report to the MFR of complication or pt sequelae.